Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio:2.1; reference:3.3; mean: 2.70; confidence-limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. Inratio precision data provided by end-user lot: 1st-inr: nes; 2nd-inr: 4.3; 3rd-inr: 4.0. Inratio meter: mean: 4.15; sd: 0.21; %cv: 5.11. Since 5.11% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint have not returned. Informed customer that I would ship a replacement meter and strips to her overnight delivery. Customer has 4 strips left. Requested customer return left over strips for investigation, if available. Customer acknowledged. (B)(6) customer will monitor performance of new meter and call back should she require further assistance.

Event description:
Caller alleged discrepant results (accuracy and precision) comparison of inratio test compared with lab results. Results as follows: target range=3.0 - 4.0. Meter-inr: 2.1; lab-inr: 3.3. Inratio precision data provided by end-user lot: 1st-inr: nes; 2nd-inr: 4.3; 3rd-inr: 4.0.